Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Further follow-up indicates the patient had surgical intervention on (B)(6) 2019, during which the scs system was explanted.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient stopped recharging their ipg as recommended. In turn, the ipg became unable to successfully communicate with external devices due to being inoperable. As a result, the patient may undergo surgical intervention.